Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; it was noted the observed distortion of the exposed defibrillator coil likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostatis valve may require a larger introducer than the size recommended according to the 6947 technical manual. This distortion likely would not affect device performance; blood was observed in the distal conductor and in/on the helix mechanism; outer insulation breached cut found; full lead analyzed.

Event description:
Sensing difficulty was reported and an attempt was made to reposition the lead. The svc coil "unraveled" upon explant. The lead was replaced. No patient complications have been reported as a result of this event.